Event description:
It was reported that the pump exhibited a plunger error system failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified check syringe plunger sensor. During functional testing was unable to duplicate the check syringe plunger sensor at power up, all the reading of plunger sensor within the required specifications. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced left plunger case for preventive and performed power up process and all functional testing which passed.